Event description:
International affiliate reports that instrumentation was done with concorde bullet cage for lumbar spinal canal stenosis. Following surgery, the cage back out to spinal canal and the patient complained the pain. The surgeon is continuing the monitoring the patient and revision surgery is not planned at this time.

Manufacturer narrative:
The cage remains in the patient who is being monitored by the surgeon. There are no plans for revision surgery at this time. The lot code is unknown. Without a lot number, a review of manufacturing records cannot be completed. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. (B)(4): device remains in patient.

Manufacturer narrative:
The cage remains in the patient who is being monitored by the surgeon. There are no plans for revision surgery at this time. The lot code is unknown. Without a lot number, a review of manufacturing records cannot be completed. An increasing trend of customer complaints reported for concorde bullet cage migration in (B)(6) (concord bullet parnell p/ns (B)(4)) was identified. A CAPA to address cage migration in (B)(6) has been initiated to identify the root cause and to document corrective and preventive action activities. Additionally, if the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. At this time, the complaint is considered to be closed.